Manufacturer narrative:
Unit received with seating anomaly during prime/seating test due to moisture damage on force sensor assembly. Unit passed selftest. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test, occlusion test due to seating anomaly. Moisture damage on electronic board stack and motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had quit working, it rewound and the actual motor to push to up, and the insulin pump kept on getting insulin flow blocked alarm. Troubleshooting was performed and the customer did receive load reservoir complete status. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.